Event description:
A MFR sales rep. Reports that one of his battery packs displays a red blinking "bad battery" symbol when plugged into a charger and a "?" Symbol when the battery pack is plugged into two different monitors.

Manufacturer narrative:
Device eval of battery pack has been completed. The reported problem was confirmed. The cause of the flashing red battery fault indicator and "?" Symbol on the monitor was a defective u3 supervisory ic within the battery pack. The u3 supervisory ic had developed an internal short circuit which in turn drew excessive current from the battery cells. The root cause of the shorted u3 cannot be positively identified. The defective u3 and battery cells will be replaced. No adverse event resulted from the faulty battery pack. The battery pack was not in use by a patient.